Event description:
User facility medwatch report (without u.f. Report# assigned) reports that pituitary forceps used in attmept to morselize loose body (osteochrondra) during knee surgery. During this process a pin near the forceps' jaw broke off in the joint. Efforts were unsuccessful in retrieving pin from joint. Note: customer has indentified the deivce as pituitary forceps lupbiting. The proper identify is unknown ivd rongeur.